Manufacturer narrative:
(B)(6).

Event description:
It was reported that the rotawire was stuck with the burr. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. Upon removing the rotalink plus, it was noted that the rotawire became stuck with the rotalink and the burr could not be removed. The devices were completely removed together from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The separated proximal end of the wire was able to be removed from the rotablator plus device with little issue due to numerous kinks. The wire was separated 135.2cm from the distal end of the wire, both sections of the wire were returned. There are numerous kinks along the body of the wire. Dimensional inspection of the overall length could not be performed due to device condition. The outer diameter of the distal tip, middle of the device and proximal section were within specification.

Event description:
It was reported that the rotawire was stuck with the burr. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. Upon removing the rotalink plus, it was noted that the rotawire became stuck with the rotalink and the burr could not be removed. The devices were completely removed together from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.